Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with cloudy effluent. The cause of the peritonitis event was unknown. On the same day as the onset, the patient went to the emergency room for the peritonitis event but was not hospitalized. On the same day as the onset, the patient was treated with vancomycin (1500 milligrams, once, intravenously (IV)) and ceftazidine (2 grams, once, IV) for peritonitis. Two days after onset, the patient was started on vancomycin and ceftazidine (intraperitoneally, doses, durations and frequencies not reported) for peritonitis. At the time of this report, the treatment with antibiotic was ongoing and the patient was recovering from the peritonitis event. The pd therapy was ongoing. On an unreported date, the care giver of the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient had poor technique. On unreported date(s), the patient was treated with cefpodoxmine orally (dosage, frequency, and duration not reported) for the peritonitis event. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.